Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for hyperglycemia and low blood glucose. Further information could not be collected because the customer was confused at the time of the call. Customer was advised to call back. No additional information provided.